Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 11.6 ¿ 11.7 cm from the connector pin exposing the outer coil caused by friction to device can. The other damaged found is consistent with procedural damage. Di not available as product was manufactured on or before september 23, 2014

Event description:
This report is to advise of an event observed during analysis.